Event description:
It was reported that a 0.5 ml patient control module (pcm) may have caused or contributed to a no flow event while attached to a baxter basal/bolus infusor. This occurred during filling of an unknown drug. Details on the filling procedure used are unknown. There was no patient involvement. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation without the reported infusor. Visual inspection did not find any signs of blockage that could have caused the reported problem. A functional test was performed in which the device's reservoir was filled with water using a 10 ml syringe and observed for flow problems. When the pcm button was pushed, flow was observed at the distal luer and no evidence of flow problems were identified. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4): the lot 13g052 was manufactured between july 31, 2013 and august 6, 2013.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition could not be confirmed. The cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.